Event description:
Approx 13 hrs after a coronary drug eluting stenting treatment procedure, the pt developed chest pain and was found to have 100% occlusion of the lad. In 2004, the physician predilated a 90% stenosis in the lad with a maverick 2.5 x 15mm balloon at 10 atms. Heparin 7500 units was administered. He then deployed a taxus express2 8.8% 3.50 x 20mm drug eluting stent at 9.6 atms. No procedural complications were reported. The pt experienced nausea post procedure and was given phenergan. The lad was reaccessed and no changes were noted. Plavix (600mg) was given approx 3 hrs after the intervention. The next day, approx 13 hrs after the intervention, the pt presented with angina. Pt was taken to the cath lab and it was noted that there was 100% occlusion at the ostium of the lad, proximal to the taxus express2 drug eluting stent. Heparin 7500 units and reopro were given. The physician attempted to pass multiple wires without success, but was finally able to dilate the occlusion with a 3.5 x 20mm balloon and deployed an express2 3.5 x 20mm bare metal stent. A second dose of plavix was given 6 hrs after the reintervention. The pt is reported to be in satisfactory/good condition.